Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery a week ago') and diabetes mellitus ('diabetes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and irritable bowel syndrome. Concomitant products included docusate sodium (stool softener). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced diabetes mellitus (seriousness criterion medically significant), migraine ("migraines") and irritable bowel syndrome ("ibs") with abdominal pain upper and diarrhoea. The patient was treated with ibuprofen and surgery (surgery a week ago). Essure was removed. At the time of the report, the medical device removal, diabetes mellitus and irritable bowel syndrome outcome was unknown and the migraine was resolving. The reporter considered diabetes mellitus, irritable bowel syndrome, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery,diarrhoea,abdominal pain upper,migraine quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery a week ago') and diabetes mellitus ('diabetes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and irritable bowel syndrome. Concomitant products included docusate sodium (stool softener). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced diabetes mellitus (seriousness criterion medically significant), migraine ("migraines") and irritable bowel syndrome ("ibs") with abdominal pain upper and diarrhoea. The patient was treated with ibuprofen and surgery (surgery a week ago). Essure was removed. At the time of the report, the medical device removal, diabetes mellitus and irritable bowel syndrome outcome was unknown and the migraine was resolving. The reporter considered diabetes mellitus, irritable bowel syndrome, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery,diarrhoea,abdominal pain upper, migraine. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.